Manufacturer narrative:
(B)(6) hospital trust. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heparin line ¿has blood within it¿ during continuous renal replacement therapy (crrt) with a prismaflex unit. During troubleshooting by technical service, a leak was identified at the syringe top. Technical service requested that the customer change the syringe and undo and reconnect the anti-siphon filter. Technical service explained that the green connector can be removed and connected directly to the heparin line. If the issue continues then the customer can change the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.